Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the shaft. When an attempt was made to inflate the balloon, a pinhole leak was identified in the balloon material. The leak was located at 5mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery (lad). The 15mm x 2.25mm apex balloon catheter was advanced into the lesion. Inflation was performed once to 8atms. During the second inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is stable.